Event description:
The user facility reported that during a patient procedure the surgical table floor locks unlocked without being commanded to do so by the user. The procedure was completed successfully without delay. No injuries were reported to the patient or hospital staff.

Manufacturer narrative:
Upon analysis by the supplier, a rubber particle was found in a manifold valve. The supplier stated that the rubber particle was likely from a sealing washer that contains a rubber ring. The rubber particle prevented the manifold check valve from completely closing allowing internal leakage of hydraulic fluid which subsequently caused loss of hydraulic pressure, allowing the floor locks to disengage. This event is considered isolated; no other similar events were found based on a search of factory records, service history reports, and complaints.

Manufacturer narrative:
A steris technician inspected the table and was able to duplicate the reported event. After commanding the floor locks to lock, the head end floor locks unlocked, while the rear floor locks remained locked. A new floor lock manifold assembly was installed on the table, tested without issue, and the table was placed back into service. The original floor lock manifold assembly is being returned to the supplier for evaluation. A follow-up report will be submitted once additional information becomes available.